Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 04sept2015. It was reported that catheter leak occurred. During percutaneous coronary intervention (pci), an opticross imaging catheter was used to view the 90% stenosed, moderately tortuous and severely calcified proximal left anterior descending (lad) artery. However, a leakage of the flushing fluid was detected upon flushing. The procedure was completed with another with the same device. No patient complications reported and patient's condition is stable. However, device analysis revealed that the fluid was leaking from the open hole at the sheath lap joint assembly.